Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt was not able to charge the controller battery. The controller froze and pt had to reset. The controller was still on the home page and pt could not charge it. The issue started maybe about a week ago. Pt clarified it just stayed on the main screen. Pt tried to unlock it and could not unlock. Pt plugged the controller over night and it showed the home screen and did not get charged. When trying to press hold to unlock, it did not go anywhere. Now the screen was blank and pt could not turn it on. On the call patient services (pss) had pt take the battery out and plug the controller in. The screen came on saying 'memory problem'. Pss instructed pt to press ok and set up date and time. When pt pressed ok, the controller started buzzing, 'like vibrating'. Pt unplugged the cable and the buzzing stopped. The screen said 'medtronic'. Pt put battery back in and it was still on medtronic screen and did not go anywhere. There was no light on the controller. The power supply looked fine. Pt saw no damage. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.